Event description:
It was reported that during the initial implant procedure, the implantable cardioverter defibrillator exhibited crosstalk. When connecting the device to the leads, the device was sensing atrial pacing on the ventricular channel which caused loss of ventricular pacing. The device was replaced and the procedure was completed. The patient presented for post-operative follow-up and was in good health.

Manufacturer narrative:
The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.